Manufacturer narrative:
Lens remains implanted in the eye. It was indicated that the device is not returning for evaluation as the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported the tecnis symfony multifocal intraocular lens (model zxr00 +22.5 diopter) was implanted in the patient's right eye (od) on (B)(6) 2017. Reportedly, immediately after surgery the patient vision was blurry; starbursts and halos were visible on everything at night. Laser yag (yttrium aluminium garnet) capsulotomy was done on (B)(6) 2018 in the hope it would improve the distance vision, however no changes noticed post second surgery. The lens remains implanted. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional info: it was learnt that cataract operation was done on (B)(6) 2017, and patient followed up post op to address her symptoms of prolonged irritation, discomfort, and lack of clear vision in the affected eye. The correct serial number for the right eye that was implanted is (B)(4). Serial number: (B)(4). Expiration date: (B)(6) 2022. Implant date: (B)(6) 2017. Manufacturing date: 4/11/2017. Patient code: 1941. Patient code: 2330. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.